Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was a line through the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1: date of submission: 04/28/2017. Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, the pump powered on and displayed the verify screen. The display was clear and legible; no lines were observed. The pump was opened and no damage was found to display components. A test display was installed and functioned normally. The complaint of lines through the display was not duplicated during testing.